Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges patient developed a severe skin reaction while using the infusion set; possible latex allergy. Caller reported patient was taken to a dermatology clinic and treated with local cortisone cream. Requested return of the alleged device for evaluation.